Event description:
It was reported that the right ventricular lead impedance was low and the threshold was high at 2.5 volts. The lead was reprogrammed to the unipolar pacing configuration and the impedance increased and the threshold decreased to normal values. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 4558m-53 lead, implanted (B)(6) 1995. (B)(4). -